Manufacturer narrative:
E.1 name prefix/title, first name and last name are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient developed some bleeding from their groin following impella cp implant. It was noted that a vein was accidently punctured during insertion. Two units of blood products were given and a vessel repair was performed. It was then documented that the pump had no flow at various levels. The position was verified and large amounts of volume were adminstered. However, the impella still showed no flow. The pump was subsequently replaced in response to the noted issues.

Manufacturer narrative:
Complaint device not returned for analyzing. Data log reviewed: shows low flows from start of case. Suction alarms near end of case. No mc spike observed. No positioning alarms. Clinical: a vein was accidentally punctured during insertion, resulting in bleeding. Over 10 liters of volume were administered and yet the impella still has suction alarms and no flow at various levels. The position was checked which did not resolve issue. No cannula kinks observed. Low pump flow: the cause of low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. ¿vascular damage - peripheral vessel: the cause of vascular damage - peripheral vessel issue most likely was use related as a vein was accidentally punctured during insertion resulting in bleeding.